Event description:
An sdp technician who was washing instruments in a basin of cleaning solution, reported experiencing a strike through of fluid inside the sleeves of a liquidproof surgical gown. It is alleged that the cleaning solution soaked through.